Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and mildly tortuous right common femoral artery. A 7.0mmx20mmx135cm sterling balloon catheter was selected to dilate the lesion. A non bsc guide wire crossed the lesion and then the sterling balloon catheter was advanced to the lesion. During the first inflation at 13 atmospheres the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patients' condition is good.